Manufacturer narrative:
The device was not returned for evaluation. The device history record cannot be determined as no lot and serial number was provided. The reported complaint was unconfirmed. Root cause analysis cannot be completed. (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp caused a slip on a patient's head. The date of incident was unknown. There was no information provided regarding patient injury and surgery delay. Additional information has been requested.